Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that customer was hospitalized due to high blood glucose also customer had button error alarm and scratches on insulin pump screen. The customer's current blood glucose is 220 mg/dl. Customer¿s blood glucose was 600 mg/dl. Customer mentioned other blood glucose as 100 mg/dl and 150 mg/dl. The customer treated high blood glucose value with bolus. Based on customer report customer does not allege pump was under delivering. The insulin pump was dropped. The customer unsure that the drive support cap appears normal. The insulin pump passed high pressure test. Customer declined to perform a carelink upload. Screen was scratched but she can read the screen. The customer cannot run self-test customer has a button error. The insulin pump will not be returned for analysis.